Manufacturer narrative:
The reported complaint of separation was confirmed. During visual inspection, the safeset port was found separated from the 3" pressure tubing. When the end of the tubing was microscopically examined, sufficient solvent was observed on the tubing. The probable cause of the separation between the pressure tubing and the safeset port is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported, on an unknown date, a 60" arterial pressure tubing, safeset¿ reservoir, and blood sampling port tubing detached at the point near the cannula access device (cad). The event occurred while in use with a patient. Medical intervention was required as staff had to stop blood from leaking out of an artery. It was further reported that the outcome of the injury was resolved. The detachment occurred where the tubing should be permanently attached to the sampling port. The tubing was replaced and therapy was resumed. It was also reported that there was blood loss but not enough that warranted treatment. There was no patient harm reported.